Event description:
It was reported that the usb port of the pump appeared to be loose as the customer experienced difficulty intermittently charging the pump battery. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.